Event description:
According to the literature source of study performed between 2017 and 2024, a retrospective chart reviews were conducted on all patients who had laparoscopic or robotic hiatal hernia repairs. A total of 124 patient included in the study and 42 patients developed hiatal hernia recurrence. In both primary repairs and mesh repairs, multiple horizontal mattress sutures with non-absorbable v-loc suture was performed. For the 42 patients who had evidence of hiatal hernia recurrence, 25 were diagnosed endoscopically, 13 with a computed tomography scan, 3 barium swallow and 1 chest x-ray. No interventions were reported.

Manufacturer narrative:
Patients report significant improvement in quality of life following hiatal hernia repair¿despite recurrence / deanna palenzuela, manasvi paude, emil petrusa, alexandra maltby, sarah andrus, charudutt paranjape / surgical endoscopy (2024) 38:6001¿6007 / published online: 31 july 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 correction: e1(facility name, street 1, city and postal code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.